Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level was below 40 mg/dl. Bg cause was not known. Customer consumed glucose tablets to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: a total of 8 low events were detected within the specified date and time range. A low event is defined as a glucose less than 54 mg/dl in a 2-hour period. The results of the investigation for each event are included below. Blood glucose (bg) of 44 mg/dl was entered into the pump by the user on (B)(6) 2020 at 12:59:16 pm. ¿ a cgm alert 1 (cgm low alert) for a reading of 50 was enunciated at 12:31:02 pm on (B)(6)2020. ¿ the user made the following bolus request(s) while having insulin on board (iob): time: 08:24:42 am date: (B)(6) 2020 iob: 2.34 requesting a bolus with iob may lead to a low glucose event. ¿ the user made the following bolus request(s) without entering current glucose or carbohydrates: time: 08:05:35 am date:(B)(6) 2020 iob: 0.00 requesting a bolus without entering current glucose or carbohydrates may lead to a low bg event. ¿ the user made the following bolus request(s) while having insulin on board (iob): time: 09:41:16 am date: (B)(6) 2020 iob: 4.91 requesting a bolus with iob may lead to a low glucose event. Blood glucose (bg) of 44 mg/dl was entered into the pump by the user on (B)(6) 2020 at 12:59:31 pm. ¿ a cgm alert 1 (cgm low alert) for a reading of 50 was enunciated at 12:31:02 pm on (B)(6)2020. ¿ the user made the following bolus request(s) while having insulin on board (iob): time: 08:24:42 am date: (B)(6) 2020 iob: 2.34 requesting a bolus with iob may lead to a low glucose event. ¿ the user made the following bolus request(s) without entering current glucose or carbohydrates: time: 08:05:35 am date: (B)(6) 2020 iob: 0.00 requesting a bolus without entering current glucose or carbohydrates may lead to a low bg event. ¿ the user made the following bolus request(s) while having insulin on board (iob): time: 09:41:16 am date: (B)(6) 2020 iob: 4.91 requesting a bolus with iob may lead to a low glucose event. Blood glucose (bg) of 47 mg/dl was entered into the pump by the user on (B)(6) 2020 at 9:51:56 pm. ¿ a cgm alert 1 (cgm low alert) for a reading of 49 was enunciated at 9:36:02 pm on (B)(6) 2020. The cause of the low bg could not be determined based on the review conducted. Continuous glucose monitor (cgm) value of 52 was recorded at 06:11:02 am on (B)(6) 2020. ¿ a cgm alert 1 (cgm low alert) for a reading of 52 was enunciated at 06:11:02 am on (B)(6) 2020. ¿ a user initiated tubing fill of size 13.46 units was observed at 11:27:48 pm on (B)(6) 2020. If the user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. Continuous glucose monitor (cgm) values of "low" (indicating below 40 mg/dl) to 50 mg/dl were recorded at 12:31:02 pm to 1:01:02 pm on (B)(6) 2020. ¿ a cgm alert 1 (cgm low alert) for a reading of 50 was enunciated at 12:31:02 pm on (B)(6) 2020. ¿ the user made the following bolus request(s) while having insulin on board (iob): time: 08:24:42 am date: (B)(6) 2020 iob: 2.34 requesting a bolus with iob may lead to a low glucose event. ¿ the user made the following bolus request(s) without entering current glucose or carbohydrates: time: 08:05:35 am date:(B)(6) 2020 iob: 0.00 requesting a bolus without entering current glucose or carbohydrates may lead to a low bg event. ¿ the user made the following bolus request(s) while having insulin on board (iob): time: 09:41:16 am date: (B)(6) 2020 iob: 4.91 requesting a bolus with iob may lead to a low glucose event. Continuous glucose monitor (cgm) values of "low" (indicating below 40 mg/dl) to 50 mg/dl were recorded at 4:41:02 pm to 5:51:02 pm on (B)(6) 2020. ¿ a cgm alert 1 (cgm low alert) for a reading of 47 was enunciated at 4:41:02 pm on (B)(6) 2020. The cause of the low bg could not be determined based on the review conducted. Continuous glucose monitor (cgm) values of "low" (indicating below 40 mg/dl) to 53 mg/dl were recorded at 9:36:02 pm to 10:06:03 pm on (B)(6) 2020. ¿ a cgm alert 1 (cgm low alert) for a reading of 49 was enunciated at 9:36:02 pm on (B)(6) 2020. The cause of the low bg could not be determined based on the review conducted. Continuous glucose monitor (cgm) value of 52 was recorded at 06:26:03 am to 06:31:03 am on (B)(6) 2020. ¿ a cgm alert 1 (cgm low alert) for a reading of 52 was enunciated at 06:26:03 am on (B)(6) 2020. The cause of the low bg could not be determined based on the review conducted. There is no evidence that the pump experienced a malfunction or failure.